Manufacturer narrative:
Manufacturer ref. No. : (B)(4). The device was returned to baxter and an evaluation was performed. This evaluation confirmed and reproduced the report symptom close door alarm when the door is closed as a close door alarm followed by a door not fully latched alarm when attempting to load a set. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed close door when the door was already closed in the acute care unit. It was also reported that there was no patient injury.